Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. During deployment, the deployer checked the position of the locator and the j segment deployment. During this time period there was continuous bleeding from the tissue tract. Post deployment non-occlusive a pressure was applied for seven minutes and hemostasis was achieved and the groin was stable. Approx one and a half hours following deployment a hematoma 5 cm in size formed and a pseudoaneurym was diagnosed. A femostop was applied and an ultrasound was performed with a thrombin closure. No further complications were reported.